Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was being prepared for use during a stone removal procedure. According to the complainant, during preparation, it was observed that the shaft of the device was kinked the catheter was kinked and the balloon could not be used. Another uromax balloon was used to complete the procedure. There were patient complications and the patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B) (4).